Manufacturer narrative:
Two reciproc files r25 8/100 25mm 025 were returned. The files are broken at the tip of the active part, or in the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we notice that the abs ring is absent from the handle of one returned file. This device, intended to expand if we try to sterilize the file, was obviously removed intentionally by the customer (large cuts are visible in the groove where the abs ring was present). This could mean that the file was possibly being reused when it broke. This product is manufactured by maillefer for vdw, it's up to vdw to make sure that the product has been used in compliance with dfu. Root causes are not identified.

Event description:
Additional information received that the broken part remained in root canal and canal filled with broken part and treatment concluded.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a reciproc files 6x broke during use. The outcome of this event is unknown as of this MDR. Additional information requested. First breakage our customer reported 2 file breakage after 1st use.